Event description:
It was reported that the right foot plate on the power wheelchair is not functioning properly and is shifting the end users foot on the foot plate. End user sustained a skin tear on the right foot.